Manufacturer narrative:
The investigation determined that discordant, reactive rubella igm (rub m) results were obtained when samples from multiple patients were tested using vitros rub m lot 1500 on a refurbished vitros 5600 integrated system. The results were discordant when compared to non-reactive results obtained for the same samples from a non-vitros system and from another vitros system. The cause of the event is an instrument related issue. Within-run diagnostic testing prior to ortho field engineer (fe) actions suggested unacceptable instrument performance. In addition, vitros rub m lot 1500 results for the patients were as expected (negative) when tested on an alternate vitros instrument. An ortho fe replaced the reagent metering pump, preliminary well wash filter and final well wash filters of the instrument. Following ortho fe actions, diagnostic precision testing indicated acceptable instrument performance. Additionally, vitros rub m results for the same patients tested following ortho fe actions were concordant with the expected results for the patients. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, reactive rubella igm (rub m) results obtained when samples from multiple patients were tested using vitros rub m lot 1500 on a refurbished vitros 5600 integrated system. The results were discordant when compared to non-reactive results obtained for the same samples from a non-vitros system and from another vitros system. Patient 1, vitros rub m result of 1.81 s/c (reactive) versus the expected result of negative. Patient 2, vitros rub m result of 1.49 s/c (reactive) versus the expected result of negative. Patient 3, vitros rub m result of 1.37 s/c (reactive) versus the expected result of negative. Patient 4, vitros rub m result of 1.62 s/c (reactive) versus the expected result of negative. Patient 5, vitros rub m result of 2.52 s/c (reactive) versus the expected result of negative. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros rub m results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).